Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 10611, 0001825034 - 2017 - 10612, 0001825034 - 2017 - 10613, 0001825034 - 2017 - 10614. Concomitant medical products: distal stem, unknown part/lot, proximal stem, unknown part/lot, femoral head, unknown part/lot, screw, unknown part/lot. Foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised for an unknown reason. While removing the proximal body of the acros modular stem, the screw stripped. No further information has been made available at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was not involved in the event. The event involved an unknown screw, which has been reported on MFR number 0001825034-2017-10614. This report was submitted in error and should be voided.